Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.